Event description:
After a completed diagnostic, the images on the reported device are auto closed by the report client. When more than one patient viewing window is displayed, images of the previous patient remain.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assesment control record for ge healthcare. The site network configuration was not in compliance with ge specifications stated in centricity workstation service manual document number 2014206_001r3 and centricity workstation installation manual document number 2014205_001r3. There was no patient injury associated with this event. A follow-up report will be filed when additional information becomes available. (B) (4).